Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, (B)(4) has not received the suspect component for evaluation.

Event description:
The customer dealer reported that the vela ventilator was displaying low peak inspiratory pressure (pip), low minute volume (ve), transducer fault (xdcr), vent inop and motor fault. The customer reported no patient involvement or allegation of patient harm.